Manufacturer narrative:
The device was evaluated by quality engineering. The ts and suture were not returned. Review of the device history records were performed, which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. (B)(4).

Event description:
Procedure date in (B)(6) 2012, 1 fastfix, which are used by 1 skilled surgeon, during 1 case. When surgeon has done the first stitch with the inserter needle, she/he has pushed the trigger and the first t has been fixated out by the capsule in the right position. She/he pull the needle back to make the second stitch and then the t2 get loose from the inserter in the joint without that anybody has pushed the trigger. The implant will be useless and has to be cut out from the meniscus. Surgeon was able to suture the meniscus when they took new fastfix 360 implants. The result of the meniscus repair was satisfied, but it took extra time and extra cost to do the surgery. Additional information received confirmed t1 was left in the patient.